Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-17010, 2017865-2020-17012, 2017865-2020-17013. It was reported that the patient presented in clinic for a prophylactic replacement of possibly an infected left-sided cardiac resynchronization therapy defibrillator (crt-d) system. The patient reportedly had a transfer from another institution where he was observed for sepsis, possibly emanating from the leads in the crt-d system or from a since replaced peripherally inserted central catheter (PICC) line. It was concluded that full system extraction was necessary as the sepsis had not abated while the patient was undergoing antibiotic therapy. Pre-procedure system measurements revealed no abnormalities. During the extraction process, the patient experienced complete heart block, and when venous access couldn t be obtained, a femoral access and temporary pacing line was deployed to support the patient for the remainder of the procedure. Full extraction was successful, and a new, right-sided crt-d was implanted with optimal test results obtained. The patient was stable.